Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently automatically disabled the smartpass feature. Boston scientific technical services (ts) was contacted and confirmed that the smartpass feature was disabled due to a combination of low r-wave amplitude measurements and long intervals. Nevertheless, ts recommended assessing potential r-wave amplitude reduction in various postures in the different vectors at the next follow-up. Recently, the s-ICD system impedance was noted to have increased to 150 ohms. Ts was re-contacted and it was confirmed that the impedance has recently been steadily increasing, with the most recent value being 175 ohms. It was recommended to perform x-ray imaging and troubleshooting to assess the system integrity and positioning. Diagnostic imaging was then performed which confirmed that the s-ICD electrode was displaced and the device had been flipped due to twiddler's syndrome. It was confirmed that the patient is pending a system revision procedure and is waiting with tachycardia therapies on. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently automatically disabled the smartpass feature. Boston scientific technical services (ts) was contacted and confirmed that the smartpass feature was disabled due to a combination of low r-wave amplitude measurements and long intervals. Nevertheless, ts recommended assessing potential r-wave amplitude reduction in various postures in the different vectors at the next follow-up. Recently, the s-ICD system impedance was noted to have increased to 150 ohms. Ts was re-contacted and it was confirmed that the impedance has recently been steadily increasing, with the most recent value being 175 ohms. It was recommended to perform x-ray imaging and troubleshooting to assess the system integrity and positioning. Diagnostic imaging was then performed which confirmed that the s-ICD electrode was displaced and the device had been flipped due to twiddler's syndrome. A surgical procedure to revise the system is anticipated to resolve the event, but this has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.